Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 corrected fields: d9 the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for inspection and based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had an e315 scope communication error. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with olympus technical assistance center (tac), the customer reported that there was an e315 error message while hot swapping the scope with a video cable plugged in. The issue was identified to be the video system center, which would need to be sent for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.